Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2010, the subtotal occlusion of the circumflex involving the small first obtuse marginal (om1) branch was treated with placement of a 3.5 x 25mm veriflex stent. In (B)(6) 2010, the subject presented with positive stress test results which revealed significant ischemia of right coronary artery (rca). The subject was diagnosed with stable angina and cardiac catheterization was recommended. The target lesion was a de-novo lesion located in the distal rca with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The physician treated the target lesion with direct stent placement using a 2.50 x 16 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. Also, 70- 75% ostial stenosis was noted at the implanted veriflex stent involving the take-off of om1. The following day, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).